Event description:
It was reported that perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The patient's appendage was measured and heavily pectinated, but deemed suitable for watchman laa closure implantation. A 27 mm watchman flx closure device was prepped and deployed via the unsheathing technique. The shape of the implant was synched at the waist by the pectinate post device deployment on fluoroscopy, and was recaptured into the flx ball. The device was redeployed, but still had an abnormal shape. An effusion sweep was performed, and a pericardial effusion mid laa was noted. It is believed that upon immediate recapture, the anchors of the implant caught the pectinate, which caused the pectinate muscles to tear leading to the pericardial effusion. A small amount of tissue was noticed on the device post retrieval. Pericardiocentesis was performed and the patient remained stable. The device was subsequently removed from the patient. The patient was then taken to the operating room and the patient's chest was cracked to mitigate the effusion. The patient's laa was clipped to occlude the appendage. The patient was extubated and was discharged.